Event description:
A physician reported that during an intraocular lens (iol) implant procedure, foreign material like a piece of thread came out of the cartridge implanting iol. The surgery was completed after replacing the product with another one. The foreign material was aspirated and removed. Additional information was requested and received it was confirmed to the sales rep that the surgery was completed without replacing the product. There was no problem/harm to the patient after the surgery.

Manufacturer narrative:
The used complaint company cartridge was not returned. Two opened 10-count cartons were returned for lot # 15302880. One sample was pulled from each returned carton. The company cartridges were numbered 1-2 for evaluation purposes. There has been eight other complaints reported in the lot number. The returned unopened company cartridges were evaluated. The company cartridges were opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. The company cartridges were functionally tested per the directions for use (dfu). No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The diopter of the associated lens model was not provided. It cannot be determined if a qualified diopter was used. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The root cause for the reported complaint could not be determined. The used company cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. Two of the unopened company cartridges returned for the reported lot were evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No foreign material was observed after the functional testing. Per the instructions for use (IFU): the company device iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company ¿ iol delivery system. The company cartridges are qualified for use with compatible company ¿ handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs also to completely fill the cartridge with ophthalmic viscosurgical device (ovd) (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).